Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) - surgical intervention. Device code: (B)(4) - hernia recurrence occured. It was reported that following insertion the patient experienced hernia, pain and adhesion. It was reported that patient underwent mesh removal on (B)(6)2015 by (B)(6) it was reported that patient underwent mesh removal (B)(6)2016 by (B)(6).

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Date sent to FDA: 6/26/2019.

Manufacturer narrative:
Date sent to FDA: 04/15/2020. Additional narrative: it was reported that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was removed. It was reported that the patient has an adhesion and scar tissue from mesh caused by constant abdominal pain. No additional information was provided.